Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement. Boston scientific technical services (ts) advised to measure other vectors for shock impedance and perform a lead integrity test. Additional information indicated that the cause of high out-of-range shock impedance measurement was still unknown. A non-invasive programmed stimulation (nips) was performed and had a little lower impedance measurement. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.